Event description:
Patients mother has informed us that patient is in the hospital due to condition with pancreas says will be in hospital for about 3 weeks. The date the patient started the medication (caphosol) is unknown. The date (B)(6) first filled the medication (caphosol) is (B)(6) 2020. Oral mucositis (ulcerative) due to other drugs.